Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. The patient¿s husband stated on (B)(6) 2020, the patient¿s cgm was 54 mg/dl with an arrow pointing down; however, her bg was 28 mg/dl. The patient was given orange juice and a cookie, but her bg was not increasing, and the paramedics were called. The patient remained semi-coherent and was able to ingest the glucose gel provided by the paramedics. Her bg increased and she was not transported to the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.